Event description:
It was reported that noise, high impedance and intermittent capture were observed on the right ventricular lead. The lead was explanted and replaced. No further information was provided.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.